Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during device replacement that the patient's chronic right ventricular (rv) lead had blood visible in the lead. The high voltage portion of the rv lead was reused and a new pace/sense lead implanted. No patient complications have been reported as a result of this event.